Event description:
It was reported that an unspecified set did not flow during administration of blood. The event was further described as the meniscus of fluid was moving in the drip chamber but not dripping, blood had infused up to pump but not beyond pump. It was further stated that the pump was stopped and opened in the front, and the administration line was observed not aligned through all of line channels/sensors. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon further investigation, it was determined that there is no allegation against the unspecified baxter set. Should additional relevant information become available, a supplemental report will be submitted.